Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. (B)(4). During firing at the fundus of the stomach (last firing to perform the gastric sleeve) the staples were pushed ahead and were not formed correctly. The device also did not cut. There was some slight bleeding at the tissue (possibly due to squeezing of the tissue). They took another golden reload from another lot and finished the procedure successfully. There were no negative consequences for the patient. The used reloads have been discarded by the customer.

Event description:
It was reported that during a gastric sleeve procedure, with powered endocutter, bleedings out of tissue, did not cut and did not staple correctly. No further information is available. Another like device was used to complete the procedure. No other patient consequences were reported.